Event description:
Patient's guardian reported "rupture" against left side device. The event of "injection granulomas" was reported via MRI report. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "injection granulomas."

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of rupture and granuloma was received on august 01, 2022, with lot number: 2747318. Analysis of the returned device identified: opening on posterior, blue particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior, crease fold, wear abrasion and stress marks. Base on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as a surgical impact opening, for the stress marks in the shell.

Event description:
Patient's guardian reported "rupture" against left side device. The event of "injection granulomas" was reported via MRI report. Device has been explanted.